Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the scanner shows 80% battery once it is unplugged the scanner runs for a few minutes then abruptly shuts off was confirmed. The sr8 was received in good physical condition. The root cause of the reported issue was identified as the internal battery failed. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed - the scanner shows 80% battery once it is unplugged the scanner runs for a few minutes then abruptly shuts off.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed - the scanner shows 80% battery once it is unplugged the scanner runs for a few minutes then abruptly shuts off.